Manufacturer narrative:
H4: the lot was manufactured from march 10, 2023 to march 11, 2023. H10: five (5) actual devices were received for evaluation. Visual inspection was performed with the naked eye and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on all five units and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume folfusors did not completely drain. This was discovered after patient use. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.